Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. After the part and lot number were received, it was determined the device was not a synthes device. It was determined that reporting is the responsibility of materialise. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown 3d mandible plate/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a patient on bisphosphonate underwent a dental surgery for mandible reconstruction due to pain and a broken unknown 3d mandible plate. Initially, the patient was implanted with the mandible plate on (B)(6) 2018. The patient experienced pain and an x-ray revealed the plate had broken. The broken plate was removed and was replaced with a new plate. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant medical products reported: screws (part/lot unknown, quantity unknown). This report is for an unknown 3d mandible plate. This is report 1 of 1 for (B)(4).